Event description:
Procedure type: lap chole. According to the reporter, the device was inserted with a torque placed on it. Once inserted, the surgeon turned or angled the device and then it snapped, the housing with a small piece was in the surgeons hand, while the cannula was in the abdominal wall. The incision was made 3mm larger, and the surgeon searched with his hemostat and retrieved the cannula. A new device was inserted in the same incision and secured with a towel clamp to complete the procedure. This caused a 15-20 minute delay to surgical time. No patient injury was reported.